Event description:
A malfunction was reported on a customer's pump, with a specific malfunction code provided. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. In response, the customer was instructed to use multiple daily injections as a backup therapy while technical support arranged for a replacement pump with updated software to be sent. The customer was also advised to store the malfunctioning pump and return it with a pre-paid label, and they acknowledged all instructions provided.